Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with no scale marking on the syringe.

Manufacturer narrative:
Investigation summary: it has been received 1 picture for investigation. Upon visual inspection of this sample and picture, it can be observed the scale and logo is missing on barrel, it has not been marked. DHR of lot 1810224 has been reviewed, not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection -molding: 2 injections per shift. -printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. -primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. -secondary packaging: 1 shelf-package per pallet. 2.functional inspection -printing: once in the first pallet and once in last pallet of the lot. -assembly: once in the first pallet and once in last pallet of the lot. -primary packaging: once in the first pallet and once in last pallet of the lot. This defect is included in risk management process ar-2c05. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the non-conformance cannot be determined. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with no scale marking on the syringe.